Event description:
The customer reported obtaining non-reproducible, ind-flagged troponin I (access accutni+3) results, for one (1) patient on the laboratory's access 2 immunoassay system portion to the unicel dxc 600i synchron access clinical system (serial number (B)(4)). Ind-flagged results are fatal flags in which no numerical value is generated. An ind flag indicates the patient sample value is outside the range of the active calibration and cannot be distinguished from a system or operator error. The customer reanalyzed the patient's sample on the same unicel dxc 600i synchron access clinical system three (3) additional times and obtained erratic results, in different clinical categories, each time to include a further ind flagged result. The initial result was not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer reported the same sample was sent to a sister facility (method used is unknown) and a troponin result of <0.012 (units of measurement is unknown) was obtained and released from the laboratory. The patient's sample was collected in a lithium heparin plasma tube. Sample processing information, such as centrifugation speed and time, were not provided. No issue with sample integrity was reported by the customer. The customer reported passing quality control (qc) and access accutni+3 calibrations prior to and during the event. Beckman coulter (bec) customer technical support (cts) advised the customer to perform another access accutni+3 calibration, followed by qc analysis and a precision run utilizing the low level qc material. Calibration, qc, and precision run failed assay and system parameters' specifications. Repeat calibrations passed; however qc analysis continued to fail. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer.

Manufacturer narrative:
The customer did not provide patient demographics such as age, sex, date of birth or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer. The fse rebuilt the precision pump. Other parts determined as unlikely to have contributed to this event were also replaced for system performance optimization purposes. The fse performed successful hardware and system verification tests post service activities completion. In conclusion, the precision pump was determined to be the assignable cause of this event.